Event description:
During a procedure a intellanav mifi open-irrigated was selected for use. It was reported the handle irrigation port was leaking. The catheter was replaced and the procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a intellanav mifi open-irrigated was selected for use. It was reported the handle irrigation port was leaking. The catheter was replaced and the procedure was completed without any patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. During visual analysis it was observed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed. It was also noted that there was a cut in the catheter shaft.